Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The jaws broke and did not fall in the patient. We don¿t know if it will be returned for analysis.

Event description:
It was reported that during rectum procedure by laparoscopy the device's jaw has broken. Did not fall in the patient. No more information because it's happened long time ago. Another device was used to complete the case. No patient consequences.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad damaged, melted and 100% present. The blade tip was noted to be complete and attached to the clamp arm and not broken off as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history records were reviewed with no anomalies noted during the manufacturing process.